Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The coil, pusher wire, and introducer sheath were returned for this complaint. The coil was stuck inside the introducer sheath. The pusher wire was returned outside the introducer sheath. The main coil was found kinked and severely stretched. No more damage was found. Microscopic inspection was performed on the coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection was performed on the pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection on the main coil revealed that the zap tip od (max) outer diameter, primary coil od were within specification. However, the number of fiber bundles were below specification indicating fiber loss due to coil condition. Dimensional inspection on the pusher wire revealed that the distal solder joint o.d, mid solder joint o.d., distal tfe o.d. And proximal tfe o.d. Were within specification.

Event description:
Reportable based on device analysis completed on 28oct2021. It was reported that the spring coil could not be advance and prematurely deployed. The target lesion was located in the celiac axis. A 14mm x 30cm interlock coil was selected for use. During the procedure, multiple coils were used, three 10mmx30cm and a 14mmx30cm accordingly. However, when the 14mmx30cm was deployed, it was noted that the spring coil could not be advanced and prematurely released in the microcatheter. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure. However, device analysis revealed that fiber bundles were missing.